Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-01488, same patient as MDR ID# 2134265-2012-01108. It was reported that post a stenting treatment procedure, the patient experienced recurrent angina on exertion, dyspnea and received target vessel revascularization. The patient presented due to stable angina. The first 90% stenosed and 15mm long target lesion was located in the previously stented segment of the distal rca with a reference vessel diameter of 3.5mm. The first target lesion was treated with pre-dilation and placement of a 3.5x20mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The second 80% stenosed and 20mm long target lesion was located in the previously stented segment of the mid rca with a reference vessel diameter of 3.5mm. The second target lesion was treated with pre-dilation and placement of a 3.5x24mm taxus liberte stent, overlapping the stent deployed to address the first target lesion, resulting in 9% residual stenosis following post-dilation. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2012 - the patient presented due to recurrent angina on exertion and dyspnea. Coronary angiography of the rca revealed 90% proximal stenosis just after the conus branch, 95% distal stenosis just before the right posterior descending artery which was distal to the stent deployed during the index procedure in the distal rca. The physician treated the target vessel by advancing a luge guide wire to the distal rca. The proximal rca was treated with pre-dilation using a 3.5x15mm apex balloon and by deploying a 3.5x16mm ion stent, resulting in 9% residual stenosis. Then the physician used the 2.5x12mm apex balloon to pre-dilate the distal rca and placement of a 2.25x12mm non-bsc stent. The physician used a 3.5x15mm apex balloon to pre-dilate the distal rca then deployed a 2.75x16mm ion stent, resulting in 10% residual stenosis. The patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).